Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if any further malfunction alarms occurred, which customer acknowledged and understood.